Event description:
It was reported that the patient's recharger won't do anything except the green lights on the battery icon are running in sequence repeatedly. The light won't change when they place the recharger on the dock. They indicated that they attempted to reset the recharger but that did not resolve the issue. Rep was not with the patient. Technical services placed a request to send a recharger to the patient.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the wireless recharger (B)(4) (serial #:(B)(6)) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.